Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es hasp plate was falling off the fridge. The customer reported that nurse was unable to remove medication from the fridge. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 14-july-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the hasp plate fell off the fridge. A field service engineer replaced the original hasp with adjustable hasp due to it becoming loose. The field service engineer installed the new hasp and verified it was properly aligned with the latch to resolve the issue. The system functioned as intended after the field service engineer repaired the device.